Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. The instructions for use were found adequate and state the following: warnings: - do not use on irritated skin. Examples include, but are not limited to, rashes, skin tears, or blisters. - to avoid potential skin injury, never pull the device directly away from the user. Always peel in the direction from head to foot. Precautions: - not recommended for users who have skin irritation or breakdown at the site. Removal of purewick male external catheter: gently lift the top edge of the adhesive base off the skin. In a slow, downward peeling motion, remove the device. If necessary, use a warm, wet cloth or pad to help loosen adhesive. Warning: to avoid potential skin injury, never pull the device directly away from the user. Always peel in the direction from head to foot. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the purewick male tore skin from patient's scrotum upon removal. No medical intervention was reported. Per customer follow up information received via email on 27aug2025, it was reported that they did not record the lot/serial number. They did not keep the patient information. There was a skin tear for the patient. Medpilex was applied. Apply a new male purewick device and keep it more that 24 hours to prevent further skin tears. The patient was a middle-aged man admitted for severe heart failure and anasarca. The scrotum was so swollen that condom catheter did not fit properly. That was why they trialed purewick male catheter for that patient.